Event description:
It was reported that the rotaburr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, pci and ablation was completed without issues. However, during removal of the rotaburr, it was noted that it became stuck with the rotawire. The rotaburr and the rotawire were removed together as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's status post-procedure was stable.

Event description:
It was reported that the rotaburr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, pci and ablation was completed without issues. However, during removal of the rotaburr, it was noted that it became stuck with the rotawire. The rotaburr and the rotawire were removed together as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's status post-procedure was stable. Device evaluated by MFR: analysis of returned product revealed that the device has kinks along the body, it also has its distal tip kinked and stretched. The device returned separated, without any secondary device. There is an affectation on the distal tip which is characteristic of the interaction of this section with a lesion or targeted area that caused the spring tip to get caught momentarily, causing the stretching observed when certain force was applied to the device while this was caught.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:56 pm CT. The report number is being corrected from: 2134265-2018-64270 to: 2134265-2018-62847.